Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient with an external neurostimulator (ens). Consumer reported they had a uti in the past. Patient reported they leaked all day the day of the report and the day before. Patient changed their settings to 4.4v and at that point ¿cannot complete your desired setting.¿ patient changed back to 1.3v. Patient was reportedly worried they might have a uti. Four days later the patient reported they were doing better with no leakage, but they would still be glad to have the device removed. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.